Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The customer reported that the patient was impacted by the event. Although requested, information regarding the patient outcome has not been provided. The service engineer (se) inspected the device and verified the reported issue. The se found that the exhalation filter was saturated and occluded. The se also found that water was coming out of the safety valve opening and exhalation flow sensor (evq) port. The se replaced the exhalation filter and evq. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.